Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. A psr visited the patient. No problems with the garment were noted.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support received notification from vest calls that the daughter of a (B)(6) female patient sent an email reporting that the patient is not wearing the lifevest because of skin irritation. Zoll customer contact contacted the patient who reported that the lifevest garment cut her open on her breast. The patient reports that the straps were cutting into her breasts. Patient also reports that she has been sent a larger garment, but it is still uncomfortable. The patient reports gaining (B)(6) lbs due to water retention. Patient declined zoll customer supports suggestion to have a patient service representative (psr) visit. Zoll customer support scheduled a psr visit for (B)(6) 2014. Follow-up with the psr indicates that the patient is wearing the lifevest. No additional follow-up on the patient's cut.